Event description:
The customer reported via phone call that the insulin pump alarmed no delivery alarm. Prior to the alarm, the customer received the low reservoir notification. The customer's blood glucose was 169 mg/dl. The customer was unable to perform troubleshooting because the alarm had been resolved by a complete set change. The customer declined to return the infusion set and reservoir for analysis. The customer was advised to call back when the alarm occurred in order to troubleshoot. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.